Manufacturer narrative:
Continuation of medical devices: product ID 8709, lot# j10924r64, implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and other spasticity. On (B)(6) 2018 a fluid collection at the intrathecal catheter entry point was reported. The cause of the fluid collection was a csf (cerebral spinal fluid) leak. The catheters were explanted and the issue was resolved. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that reported that the issue was a csf leak. Per the reporter it was caused by the older catheter segment, but both segments were removed to allow the patient to heal. The healthcare provider got the microscope out during the surgery and it took quite a bit of time to get the old catheter out. The pump was left implanted so a new catheter could be connected once the patient healed. No further complications were reported or anticipated.